Event description:
It was reported that patient experienced abdominal pain post implant procedure operation prior to the stimulation being turned on. Patient went to the emergency room hospital and was admitted for pain management. Patient was given pain medication, and issue was resolved. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.